Event description:
It was reported that although the ventilator's power supply was decreasing, the power drop alarm did not sound. During bath time, while the patient was using the parapack plus 310, oxygen saturation decreased. A nurse quickly recognized the issue and used a bag valve mask, preventing serious harm. The hospital treated this as a serious incident. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
B3 - date of event is unknown. E1 - initial reporter phone- (B)(6). The suspected device was returned for evaluation. The device was visually inspected, and no anomalies were noted. Service history was reviewed; new battery depleted complaint was received on (B)(6) 2025 and (B)(6) 2026. No action taken as the issue could not be reproduced. Functional test had been performed, and customer allegation could not be reproduced. The cause of the reported issue could not be identified. Based on past repair reports and the video provided, it is presumed that a temporary short circuit or open circuit occurred within the parapac plus electrical circuitry, preventing the alarm function from operating correctly. Replaced the electrical chassis and airway pressure gauge assembly as a preventative measure. The device passed all functional testing after repair.